Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: no sample was provided for examination. The sent history files were investigated. It was assessed that the line was purged several times. The history does not reveal an inaccuracy of the delivery rate. No other abnormalities were found logged within the history log files. If the pump is returned and/or additional pertinent information is received, a follow up report will be submitted

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion.